Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
(B)(6) 2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A distributor contacted zoll to report that a patient had a rash located under the therapy electrode (te) pads. The patient's skin was red, itchy, and peeling like a sunburn and broke open. The patient consulted his physician who determined that it was caused by a metal allergy. Follow-up indicated that the patient was using a cream recommended by his physician. The current medical condition of the rash is unknown.